Manufacturer narrative:
Date of product return provided. The failure for heat was confirmed through functional evaluation, disassembly, and visual inspection. Through visual inspection, the flex assembly and motor were confirmed to be damaged.

Event description:
It was reported that during a procedure at the user facility the core impaction drill was overheating. The procedure was completed successfully using back-up equipment with no delay, no medical intervention, and no adverse consequences reported.

Event description:
It was reported that during a procedure at the user facility the core impaction drill was overheating. The procedure was completed successfully using back-up equipment with no delay, no medical intervention, and no adverse consequences reported.